Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the flow rate on the rotaflow console is incorrect. The rate was too high. It was occurred during use and the customer exchange the device with another one with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the flow rate on the rotaflow console (rfc) is incorrect. The rate was too high. It was occurred during use and the customer exchange the device with another one with no consequences for the patient. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be reproduced. The mcp00702707#flow measure board for rfc (article number 701011681) has been replaced. After the replacement the device is working as intended. The affected part mcp00702707#flow measure board for rfc (article number 701011681) was send back to the manufacturer for investigation by the getinge life-cycle-engineering (lce). During the investigation the reported failure "incorrect flow rate (too high)¿ could not be reproduced. However, a probable root cause could be a sporadic malfunction of components that perform the signal processing on the board. The review of the non-conformities was performed on 2023-05-22 and during the period from 2020-04-22 to 2023-05-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-04-22. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).